Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received four inappropriate shocks from their implantable cardioverter defibrillator (ICD) for an atrial fibrillation (af) episode as the logic seemed to be not working. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received four inappropriate shocks from their implantable cardioverter defibrillator (ICD) for an atrial fibrillation (af) episode as the logic seemed to be not working. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.